Manufacturer narrative:
The following fields were updated due to additional information: d10: device available for eval: yes. D10: returned to manufacturer on: 30-jun-2023. H6: investigation summary customer returned (64) unopened 32g 4mm pen needles loose from lot# 2249599. It was reported by the spouse consumer that the needles broke off. All the returned samples visually examined and observed no issues. Functionality test was performed on 30 samples and no issues were observed. No issues of any kind was observed on the returned samples. Therefore, embecta was not able to confirm the customer indicated issue. A lot history review was carried out and no related non conformances were raised in association with this packaged lot concluding all inspections were performed as per the applicable operations and met qc specifications. Based on the sample received, embecta was not able to confirm the customer indicated failure. Root cause cannot be determined at this time as the issue is unconfirmed. H3 other text : see h10.

Event description:
It was reported 5 of the bd nano¿ 2nd gen pen needles broke off while using. The following information was provided by the initial reporter: verbatim: I returned consumer's call, spouse of consumer reported that the needles broke off in the injection site during injection. She stated that there is a total of 5 needles that broke off within the past few weeks consumer does not re-use. Spouse of consumer stated that the needles have not been removed from the site, they did not seek medical attention and did not attempt to remove the needles. Date of event: unknown.

Manufacturer narrative:
B.3. Date of event: unknown. The date received by manufacturer has been used for this field. H3. A device evaluation is anticipated but has not yet begun. Upon completion of the investigation, a supplemental report will be filed.

Event description:
It was reported 5 of the bd nano¿ 2nd gen pen needles needles broke off while using. The following information was provided by the initial reporter: verbatim: I returned consumer's call, spouse of consumer reported that the needles broke off in the injection site during injection. She stated that there is a total of 5 needles that broke off within the past few weeks. Consumer does not re-use. Spouse of consumer stated that the needles have not been removed from the site, they did not seek medical attention and did not attempt to remove the needles. Date of event: unknown.